Event description:
A report was received that the patient underwent a pocket revision due to ipg migration. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Additional suspect device components involved in the event: model: sc-2208-50, linear st percutaneous lead 50cm (explanted and discarded). This is a final report.